Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers were jamming during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The stapler was returned without its original packaging. The returned stapler was visually examined with and without packaging. Visual examination of the returned stapler revealed that the staples appear to be misaligned. No other defects or anomalies were observed. The stapler was received with 26 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. Another attempt was made and, this time, the staple was able to properly form and release. After this attempt, the staples realigned themselves. The remaining staples were able to be fired with the staples staying properly aligned. One of the other staples was unable to properly form, but the rest were able to fire with no issues. In all, 24 of the remaining 26 staples were able to properly form and release. The other remarks: misalignment of the staples prevented two of the staples from properly forming. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent two staples from properly forming. The staples were able to realign and most of the staples were able to form properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staplers jamming" was confirmed based upon the sample received. The sample was returned with the staples misaligned but the staples got realigned after the first two staples were fired. Upon functional inspection, two staples were unable to properly form. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staplers were jamming during patient use. There was no patient injury.